Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, therapeutic use of anticoagulant and antiplatelet medications, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received via clinical study database stating patient was admitted to the emergency department on (B)(6) 2017. Patient reported initial episode on (B)(6) 2017 at 0200 with abdominal cramping followed by bright red blood per rectum, filling the toilet bowel, couple hours later 0900 turning into a bloody diarrhea described as dark brown/maroon blood mixed with stool. Had his last episode at 1700 with reduced amount of dark brown/maroon blood present in his stool. During his stay patient had no recurrence of bleeding, in fact patient had solid bowel movement with no signs of blood prior to transporting to a different hospital, where patient was admitted on (B)(6) 2017 for evaluation and treatment of acute gastrointestinal bleeding. His hemoglobin remained near 12, so no blood transfusions were necessary. This event is not related to device procedure, possibly related to the device but mainly related to patients underlying condition. Issue was resolved and patient was discharged on (B)(6) 2017, no blood products given as of this date. No further information was received.